Event description:
Related manufacturer reference number:2017865-2023-11934, related manufacturer reference number:2017865-2023-11939. It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. Upon review, it wanted that the right ventricular lead exhibited a sudden increase in the threshold and drop in sensing ultimately causing the massive battery drain. It was noted that there was a micro dislodgement. It was also noted that the left ventricular lead had drastic changes of impedance and threshold and that there maybe lead damage and header damage. The right ventricular lead and the implantable cardioverter defibrillator were explanted and replaced and the left ventricular lead remains implanted. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, increase capture threshold and ¿drop in sensing¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of increase capture threshold and ¿drop in sensing¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.